Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulties and stent damage occurred. A 2.75x20mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, a lot of resistance was encountered and the stent strut was damaged and crushed. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: promus element ous, mr 2.75 x 20 mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had moved on the balloon with struts stretched, distorted and misaligned. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the mid-shaft was severely damaged and stretched along its entire length. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties and stent damage occurred. A 2.75 x 20 mm promus element drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, a lot of resistance was encountered and the stent strut was damaged and crushed. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.